Event description:
It was reported that there were atrial markers missing on the egm during fast atrial activity. The device is still in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.